Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pkz475, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and barbed suture was used. While the pa was closing the fascial layer of the incision, the fixation tab broke while seating the fixation tab. A like device was used to complete the procedure. There was no reported procedure delay due to the event. There were no adverse patient consequences reported.